Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply in the workstation was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's x-ray function became disabled, there was a loud "pop" sound and the system shut down. No patient injury was reported.